Event description:
It was reported that the external pulse generator was dropped, and returned to the company service department for repair and subsequently tested out of specification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found that the upper and lower cases, side bail covers and ring cover were broken, the battery release, lead flex cover, release spring and battery flex were contaminated and that one side bail was missing.